Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the internal guide catheter detached from the delivery system. The detached guide catheter was removed using rat tooth forceps, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the detached guide catheter removed using rat tooth forceps.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the detached guide catheter removed using rat tooth forceps. Block h11: the advanix biliary stent with naviflex rx delivery system was received for analysis. Visual examination of the returned device found the guide catheter kinked and detached. After destructive test, it was observed that the guide catheter was detached from the hypo tube from the pull wire. No other damages were noted to the delivery system. The reported event of guide catheter break was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to factors encountered during the procedure. It is possible that tortuosity encountered during the procedure, or the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is adverse event related to procedure

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the internal guide catheter detached from the delivery system. The detached guide catheter was removed using rat tooth forceps, and the procedure was completed. There were no patient complications reported as a result of this event.